Event description:
Information received from a trial patient in advance evaluation. It was reported that patient was having diarrhea and pelvic pain. Patient was advised to reach out to the healthcare provider (hcp). A couple days later, it was further reported that patient had pelvic pain with voids and cath. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.